Event description:
During maxillofacial surgery, the surgeon had an issue fitting a customized reconstruction plate to the medial aspect of the midface of the patient. They had an issue fully seating the lefort marking guide on the patient's right side. The medial holes for the plate on the patient's right midface did not align with the holes marked by the guide. This required the surgeon to drill additional holes in the patient's anatomy in order to fit the customized plate. The surgery was successful with no observable clinical symptoms reported by the surgeon.